Event description:
On (B)(6) 2012, the patient claimed her blood glucose has been erratic reading from 40-60 mg/dl when she is low and in the high 200 mg/dl when her blood glucose is elevated. Reportedly, during her lows, she had symptoms of shaking and numb and took treatment with juice and snack. She has had symptoms described as "increase urination." She is currently working with her doctor to adjust her insulin according to her (B)(6) pregnancy. During troubleshooting, the animas representative assessed the patients alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. The animas representative concluded other than the time/date reset issue, the animas pump is functioning as intended. This complaint is being reported because the patient had symptoms suggestive of acute complication of diabetes while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction were recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the bt1 internal battery was found to be leaking. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery and the internal battery was found to be leaking. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Also unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.